Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed, however, during further testing to isolate the cause, the malfunction could no longer be duplicated. The hv module and bridge board were replaced as a precaution.